Event description:
Healthcare professional reported, a right side "silicone has deflated" against a saline device. The device has been explanted and replaced.

Event description:
Healthcare professional reported a right side "silicone has deflated" against a saline device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "silicone has deflated" against a saline device.

Event description:
Healthcare professional reported a right side "silicone has deflated" against a saline device. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: one opening observed on posterior side assessed as fold flaw opening. Additional observations: ¿ white particles observed inner the surface of the shell. ¿ brown particles observed in fill channel. ¿ creases were observed. ¿ wear abrasion observed. No further actions are required as the device was implanted.